Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Ventricular-sensing integrity counter (sics) since last session 1.9 days ago. Lv pace impedance (listed as the right ventricular channel in the save to disk file) steady at approximately 429 ohms through (B)(6) 2015, rises out of range. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited increased impedance, high thresholds, and noise. Follow-up with the clinic revealed that the lv lead was purposefully placed into the device's rv port. The lv sensitivity was decreased to prevent most of the oversensing. It was further reported that the proximal end of the lead was explanted, and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.